Event description:
Information received by medtronic indicated that the insulin pump had autovmode activation issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: customer's outcome pertaining to the complaint: was able to transition to auto mode when asked to turn on the automode and also turned off the bolus wizard. Additional notes: alert on high calibrate now sensor warm up. Sensor communication. P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was downloaded successfully using (thus software). Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. Unit was also monitored for 3 days to reassure blue shield on screen and sensor were properly communicating. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Unit received with cracked case (battery tube), broken battery tube threads, cracked retainer and cracked keypad at select button. In conclusion, customer allegations for sensor anomalies were not confirm during testing. Unit and sensor communicated properly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.